Event description:
Pt called lfs in 2002 alleging pt became hypoglycemic when their test would not start on the ot ultra meter. The issue was unresolved with troubleshooting. When the medical affairs specialist called on 11/15/2002, pt was unwilling to provide much more info to what pt provided on their initial call to customer services. Pt stated that their meter had the issue for approx one month. On the day of the incident (date unknown) pt began feeling low with symptoms of nervousness and sweaty palms and 911 was called. The emergency medical technicians arrived and tested pt's blood glucose, pt does not remember the reading and they gave pt two tubes of glucose. Pt was taken to the ER where pt stated pt was given oral mediations (name unknown). Pt stated the hosp released pt that day and told pt to come back the following day to be readmitted. Pt was treated during their stay for low blood sugar. The meter has been replaced.